Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose and received insulin flow blocked alarms during bolus and basal. Customer's blood glucose was 320 mg/dl and 407 mg/dl which they treated with water and manual injections. It was stated that insulin would exit the tubing without an alarm but the insulin pump would alarm when the customer connects to the site. Troubleshooting was performed. Father stated that there were no bent cannulas. He stated the alarm was resolved by a complete set change. They requested to get the remaining infusion sets replaced. The insulin pump was not returned for analysis.